Event description:
Literature article received. This report is being filed after the subsequent review of the following article: schmelzer-schmied, n., wieloch, p., martini, a., and daecke, w. (2007). Comparison of external fixation, locking and non-locking palmar plating for unstable distal radius fractures in the elderly. International orthopaedics, 33, 773-778. This study compares the effectiveness of locking a non-locking palmar plating and external fixation for unstable distal radius fractures in the elderly. In a retrospective match-paired study, 45 patients waged 50 to 70 years who underwent surgery for a c1/c2 distal radius fractures were evaluated. The surgical procedures were external fixation or plating with locking or non-locking palmar plates. One patient experienced carpal tunnel syndrome and one patient had a case of reflexdystrophia. An unspecified number experienced post-surgical pain. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5mm ao non-locking t-plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 3.5mm ao non-locking t-plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.